Event description:
It was reported that the patient underwent a system controller exchange. Prior to the pump disconnect the equipment appeared to be operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. At 17:16 on (B)(6) 2023, the driveline was disconnected from the controller. There were no alarms active prior to the driveline being disconnected and no evidence of an issue with the system controller. The driveline was reconnected at 17:17 but was disconnected within the minute. There were no other notable events captured in the log file. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. The heartmate 3 patient handbook rev g - section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook, rev. G section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev. G section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.